Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient experienced pain at the ipg site. The ipg has flipped within the pocket. Surgical intervention may be undertaken to address the issue at a later date.